Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the sales representative stated the unit would be sent to the olympus service center for repair. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed of a report that during the beginning of a therapeutic laparoscopic sleeve procedure, the 4k autoclavable camera head when used with the otv-s400 visera 4k uhd camera control unit, would intermittently lose the signal and display color bars instead of the camera head image. The same issue occurred on multiple processors. The connection was secure, however, when wiggled, the camera lost the image. There was a delay booting up the camera from the start. Additional cameras were tested to confirm proper function in both towers. It was then identified that the camera head was the issue. The camera head was changed and the new one worked as intended. The procedure was completed with no surgical delay and no patient harm. The device was inspected prior to use and no abnormalities were found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. The device was received for evaluation. The issue was confirmed and was the result of a faulty cable unit. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The probable cause was due to some strong force that was applied to the cable, which broke the part inside, so that it became impossible to communicate with the video controller and thus no longer yielded images. The partial disconnection of the cable was considered to be caused by the user's handling. The IFU (instruction for use) provides preventative measures as follows: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object.